Event description:
It was reported that intra aortic balloon(iab) catheter was inserted and the sensor malfunction alarm occurred frequently during operation. Since the patient's condition had improved, the catheter was removed and treatment was terminated.

Manufacturer narrative:
Due to character limitation event city full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Referenced complaint no. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior and traces in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.2cm and 75.4cm from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. The optical fiber was found to be broken within a kink approximately 76.2cm from the iab tip. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID: (B)(4).

Event description:
N/a.